Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (not powering up) has been completed. The reported problem (not powering up) has been confirmed. Upon investigation, the front response button was missing. The root cause of the missing response button could not be positively identified, but was likely physical abuse. No adverse event resulted from the defective response button. The pt received a replacement monitor.

Event description:
A (B)(6) male pt called zoll customer support to report that his monitor's response buttons were not working. The pt was issued a replacement monitor.